Event description:
It was reported that this left ventricular (lv) lead had elevated thresholds. This lead was removed and replaced, as a result. This product has been returned. This report will be updated upon analysis completion. A device evaluation was completed.

Manufacturer narrative:
The patient code 3191 accounts for the surgical intervention that occurred. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this left ventricular (lv) lead had elevated thresholds. This lead was removed and replaced, as a result. This product has been returned. This report will be updated upon analysis completion.